Manufacturer narrative:
Concomitant medical products: product ID: bsx-lead, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The ipg remains in use. No patient com plications have been reported as a result of this event.